Event description:
Customer reported difficulty with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to press the button properly, confirmed the issue persisted, and arranged for a replacement pump. The customer was advised to return the faulty pump and to continue using it as backup therapy until the replacement arrived.